Event description:
The patient was undergoing a coil embolization procedure to treat a portosystemic shunt occlusion using penumbra coil 400s (pc400), a non-penumbra sheath, non-penumbra microcatheters, and guidewires. During the procedure, the physician advanced two microcatheters over separate guidewires and through the sheath into the target vessel and successfully implanted a pc400. Subsequently, the physician attempted to advance the next pc400 into the target vessel; however, the pc400 unintentionally detached with part of the coil in the target vessel and the other part in the microcatheter. Therefore, the physician removed the pc400 pusher assembly and used the guidewire to push the pc400 into the target vessel. The procedure was completed using an embolic agent, a non-penumbra vascular plug, the same non-penumbra sheath, and the same non-penumbra microcathters. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.